Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
This report is a duplicate of mfg report number: 8010042-2019-00923.

Event description:
Manufacturer's ref #: (B)(4).